Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. There was no impact to the customer's blood glucose level. Review of pump data showed that the insulin gauge was depleting at a normal rate based on the amount of insulin that was being delivered. During troubleshooting with tandem technical support, the contact reported that all the air from the cartridge is not usually removed. The customer was able to load a new cartridge and received an accurate fill estimate. During a follow-up call on the following day, the insulin gauge readjusted to an accurate fill estimate after 10.2 units of insulin had been delivered. The customer understood and was confident that the pump was performing as intended.